Event description:
This case was reported by a lawyer via (B)(6), and described the occurrence of an unspecified injury in a female patient who used poligrip (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient started poligrip. At an unknown time after starting poligrip, the patient experienced an unspecified injury. At the time of reporting, the outcome of the event was unknown. Follow up information was received via medical records on (B)(6) 2009. The patient was seen by a neurologist on (B)(6) 2007. The physician reported the patient experienced a high zinc level and a low copper level on (B)(6) 2006. Her white blood count was also low at 3000. She was diagnosed with copper deficiency and myeloneuropathy. The patient had symptoms of numbness, unsteadiness when bending over, and sensory loss. The patent informed her physician at this visit that she uses super poligrip free denture cream (formulation number (B)(4)). She had found out that there was a small amount of zinc in this cream. She was being treated with infusions of cupric chloride every two weeks and daily copper supplement. Her copper levels have increased and her zinc levels have decreased since (B)(6). Her white blood count had normalized up to 5500 in (B)(6) 2007. The patient's symptoms were improving and she had less numbness particularly in her back region, and less trouble with unsteadiness when bending over. Her neurologic exam did reveal distal sensory loss in her legs, which was unchanged from her (B)(6) examination. Physician's impression was copper deficiency and myeloneuropathy, which was improving with copper replacement. The patent was having new dentures made that will not require denture cream. She plans to stop using super poligrip denture cream at that time. At the time of this report, the outcome of the events was unknown. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).

Manufacturer narrative:
.